Event description:
Patient was wearing the pod on the arm between 37 and 48 hours. On (B)(6) 2026, patient noted blood glucose (bg) of 27 mmol/l (486 mg/dl) with ketones up to 2.4 mmol/l and had been feeling sick with symptoms consistent with diabetic ketoacidosis (dka) for an unspecified duration while wearing the pod. Patient administered a bolus without improvement in bg, removed the pod and applied a new pod; glycemic control did not improve. Patient took a taxi to the hospital on the same day and was admitted. The newly applied pod was removed per healthcare provider recommendation. Patient was diagnosed with dka and received treatment with intravenous insulin and glucose. Patient remained hospitalized until being discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.